Manufacturer narrative:
The file was inadvertently marked reportable. The event reported under MFR 3012307300-2019-00321 was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information was received that the cuff of a smiths medical endotracheal tube would not deflate during testing.